Event description:
It was reported that the user experienced high blood glucose reported at 400 mg/dl while using the ilet and subsequently changed the infusion set, cartridges, and connectors; the event was attributed to an infusion site placement issue, and high glucose alerts were received. Customer care provided support that included checking infusion supplies and guidance to change supplies if glucose remains high after 90 minutes. Investigation of this case revealed that the infusion set was likely placed in a poor location, and no device malfunction was identified. Symptoms included feeling fatigued, sleepy and tense. Outcomes included elevated glucose levels that stabilized after the user replaced supplies. It was concluded that the event was related to use conditions, and the device functioned as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.